Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspnoea ("I feel like I cant breath"), musculoskeletal pain ("pain in shoulders") and musculoskeletal chest pain ("pain in rib gages"). The patient was treated with analgesics and surgery (coils and tubes taken out). Essure was removed. At the time of the report, the pelvic pain, dyspnoea, musculoskeletal pain and musculoskeletal chest pain outcome was unknown. The reporter considered dyspnoea, musculoskeletal chest pain, musculoskeletal pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspnoea ("I feel like I cant breath"), musculoskeletal pain ("pain in shoulders") and musculoskeletal chest pain ("pain in rib gages"). The patient was treated with analgesics and surgery (coils and tubes taken out). Essure was removed. At the time of the report, the pelvic pain, dyspnoea, musculoskeletal pain and musculoskeletal chest pain outcome was unknown. The reporter considered dyspnoea, musculoskeletal chest pain, musculoskeletal pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.